Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, the outer catheter shaft separated. The device was successfully removed from the pt. No pt injuries or complications occurred.